Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study named "randomized study of 4 bearing surface combinations in total hip replacement" was reviewed. Reason for second revision was infection. Stem, head, cup, and liner revised. Spacers placed and reimplantation was on (B)(6) 2008. Doi: unknown; dor: (B)(6) 2008; unknown affected side.